Event description:
A customer reported issues with a pump, specifically mentioning that the battery was depleting too quickly, which led to the pump shutting down. As a result of this shutdown, the customer's blood glucose level exceeded 500 mg/dl, displaying as "high," although the highest specific value was unknown. The customer addressed the high blood glucose level by administering a correction bolus via the pump and did not require assistance from a third party. Technical support educated the customer that the rapid battery depletion was normal given their settings and usage, and the customer understood and acknowledged this explanation.